Event description:
Information was received that the patient has high impedance greater. The patient had a full replacement. The explanted lead has not been received for analysis to date.

Event description:
The explanted devices were discarded.

Event description:
Information was received that per the patient&#39;s mother, the patient is experiencing an increase in seizures due to low battery.

Event description:
It was reported that the patient has requested a battery check due to recent spike in seizures. The patient has been referred for surgery. No surgical intervention has been reported to date. No additional relevant information has been received to date.